Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use on intravenous antibiotics.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient presented with an intact but inflamed and very red incision site. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted and was reused for temporary system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient presented with an intact but inflamed and very red incision site. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted and was reused for temporary system.